Manufacturer narrative:
H3: one medfusion pump was received with the top case cracked by the front corner. The event history log was reviewed and there was a battery communication error. The start-up process was conducted, flow test on battery power and the reading of the battery was checked. The reported "battery communication time out, battery depleted" issue was unable to be duplicated. The battery was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a system advisory indicating "battery communication time out; battery depleted system failure. No adverse events were reported.